Manufacturer narrative:
Evaluation summary: the complaint device associated with this complaint was not received for evaluation. Product history records could not be reviewed because the reporter has not provide a lot number or any identification traceable to the manufacturing documentation. The optometrist declined consent to provide additional information on questionnaires mailed to him. Additional information is not expected.

Event description:
An optometrist reported he has had approximately five patients present with corneal ulcers while using this product. He stated the ulcers stained with sodium fluorescein and described them as 1-2mm in diameter, peripheral, and infectious. He reported the patients developed the corneal ulcers within 6-9 months of using this product and some of the ulcers resulted in scars. The optometrist stated he discontinued the patient's contact lenswear for approximately one week while treating them with ophthalmic antibiotic drops. He reported when the events resolved, he did not change their contact lens or lens care solution, but reiterated compliance to them. He stated the patients were on o2optix soft contact lenses.